Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the patient's gender was male. The patient's age was provided and there was no medical impact on the patient connected to the event. The model number, serial number and implant date of the pump was unknown and there was no impact on/from the pump. The patient programmer software version used at the time of the event was the latest myptm software update. The rep could not get the version, just that the nurse did update it to the latest version. Actions/interventions taken included the patient being informed about the issue and what to do, the nurse was following him as well. The rep stated that the bug was under investigation in medtronic since before. The issue was temporarily resolved. The rep stated that the problem could come back until the software's bug was fixed. The name of the hcp and the health care facility associated with the event.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial#: unknown software version: unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source (foreign) via a manufacturer representative regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that the myptm of a patient got stuck at 90% when trying to deliver a bolus. The programmer then also displayed that the bolus request was successful and was being delivered. No patient symptom was reported.